Event description:
The pt reported experiencing air bubbles in the infusion tubing after an insulin cartridge change and elevated blood glucose through the night for 2-3 weeks. She stated that her blood glucose measured 121 mg/dl before bed and at 3:00am, her blood glucose measured 305 mg/dl. Her mother removed the air from the system and bolused through the infusion device to lower blood glucose. When the pt woke up her blood glucose measured 90 mg/dl. Her normal blood glucose level is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.